Manufacturer narrative:
The insulin pump had a scratched on display window, cracked reservoir tubelip, cracked at corner display window, broken belt clip slot and stripped battery cap on coin slot (p). The insulin pump had button error alarmed due to corroded on keypad trace. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.